Manufacturer narrative:
The technician found the mts cable was cut and shorted out the power control module. He replaced the mts cable and power control module to repair the bed.

Event description:
Information received indicates no articulation functions are working from either siderail.